Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2015-07455 and MDR ID 2134265-2015-07456. It was reported that the patient died. The target lesion was located in the proximal right coronary artery (rca) and proximal to mid left anterior descending artery (lad). A 5f convey guide catheter was placed and a 2.25x15mm emerge balloon catheter was advanced for predilation of the lesion. Then a 2.50mm x 20mm synergy stent was implanted in the rca without complications. Post dilation was performed using a 15mm x 2.50mm nc quantum apex balloon catheter. The recently implanted stent was patent with no dissections noted. A fractional flow reserve (ffr) assessment was then performed in the proximal to mid lad and the lesion was predilated using a 2.25x15mm non bsc balloon catheter. An attempt was made to deploy a 2.50mm x 32mm synergy stent however, the patient became restless and was noted to have electrocardiogram (ECG) changes in the inferior lead. The 2.50mm x 32mm synergy stent was able to be deployed in the lad and all access to the lad was removed. Angiography of the rca was performed and revealed that the rca was blocked. A guide wire was then placed in the rca and dilation was performed using a 2.0mm non bsc balloon catheter to open the vessel. Another fluoroscopy was taken and revealed that the implanted 2.50mm x 20mm synergy stent was patent and was well apposed to the vessel wall however a lot of clots were still noted distal to the 2.50mm x 20mm synergy stent. Another 20mm x 2.25mm synergy stent was then implanted in the rca. The blood flow was restored however normal sinus rhythm was not regained. Cardiopulmonary resuscitation was performed however the patient died on the same day.